Event description:
It was reported that high impedances with electrodes 8 and 11 >40000ohms were observed on the right-side lead. A procedure took place to take the extension out of the header, clean the connector, and reconnected to the implantable neurostimulator (ins); the surgeon opted not to replace the extension. After cleaning the monopolar, impedances were showing a value of >5000ohms. The manufacturer representative (rep) noted that prior to the procedure the patient was programmed at 5.7ma and now programmed on the right side with c+ 0- 1-and an amplitude of 1.0ma. The programmer was displaying an oor (out of regulation) message at that amplitude. During the call the caller reran the impedances at 1.0ma and all bipolar values with 8 and 11 were >10000ohms. Agent reviewed requested impedance information rep will work with the patient for programming. Additional information was received from the manufacturer representative (rep) during follow up for further investigation. They confirmed that the reason for intervention was the reported impedances as well as less symptom control. Cause of impedances were undetermined.

Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) product type extension product ID b3301542 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 20-nov-2026, UDI#: (B)(4); product ID: b3301542, serial/lot #: (B)(6), ubd: 05-mar-2026, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.